Event description:
A us distributor contacted zoll to report that a patient developed a heat rash. Patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was advised that she could use lotion by a physician. Follow up indicated that the rash is gone.